Event description:
It was reported that the release handle was broken with exposed sharp metal edges. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.